Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Signs of abrasion were found along the lead body. In particular, the lead body was found damaged approx. 28 cm distal to the is-1 connector pin as mentioned in the complaint description. The coating of the affected conductor cable, however, was still intact and all electrical measurements were in specification. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Further damages such as the deformation of the inner coil and damage to the insulation next to the ring electrode a3 most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation duration of about 16 months, a possible insulation damage was observed during an crt-d upgrade and revision. The electrical measurements were reported to be all in normal range. The lead was extracted but not returned to biotronik.